Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not crossing over from the console to the station shown error message as interface was down and patient order was may not be current. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss) and the tss manager. The tss had contacted the customer to report that no devices were visible in the remote access tool when searched by hospital account number, console serial number, or console name, requested confirmation of issue persistence, and advised that field service dispatch may be required due to inability to perform remote troubleshooting, with no feedback received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not crossing over from the console to the station shown error message as interface was down and patient order was may not be current. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.